Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital with an alert for non-sustained oversensing. Review of stored egms revealed post-paced t-wave oversensing. Programming changes were made. The patient condition is good.